Event description:
It was reported that the user experienced morning hypoglycemia while using the ilet, including a documented blood glucose of 56 mg/dl and a subsequent value of 77 mg/dl, and inquired whether the system suspends insulin when glucose is trending down; education was provided on algorithm behavior and low glucose treatment. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included complaint handling with user education and troubleshooting. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device alerts or alarms were reported. It was concluded that the event was user-reported hypoglycemia with cause not determined, and that additional training through the clinical support line was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.